Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer went to the emergency room (ER) on (B)(6) 2022 with an elevated blood glucose (bg) level of over 400 mg/dl, with high ketones. Customer went to the emergency room and was subsequently admitted to the intensive care unit. A correction bolus was delivered to address bg prior to hospitalization. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2022.